Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure insert was in interstitial region"), device dislocation ("left essure not seen on ultrasound, probably in distal position") and pelvic pain ("pelvic pain") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("haemorrhagic menstrual bleeding"), iron deficiency anaemia ("iron anaemia"), cough ("chronic cough"), dyspnoea ("breathlessness"), palpitations ("palpitations") and musculoskeletal pain ("joint and muscle pain"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy test slightly positive to nickel and cobalt"), 7 years 11 months after insertion of essure. On (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device dislocation, pelvic pain, allergy to metals, menorrhagia, iron deficiency anaemia, cough, dyspnoea, palpitations and musculoskeletal pain outcome was unknown. The reporter considered allergy to metals, cough, device dislocation, dyspnoea, embedded device, iron deficiency anaemia, menorrhagia, musculoskeletal pain, palpitations and pelvic pain to be related to essure. The reporter commented: as per initial report: none of the investigations could find the cause of her problems, so for her it was essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: epicutaneous test mildly positive for nickel and cobalt. Gastrointestinal examination - on an unknown date: two examinations, no causes found. Gynaecological examination - on an unknown date: three examinations, no causes found. Pulmonary physical examination - on an unknown date: three examinations, no causes found. Ultrasound abdomen - on (B)(6)2016: insert on right but left insert was not seen. Ultrasound pelvis - on (B)(6)2016: insert on right but left insert was not seen; on (B)(6) 2017: left essure was not seen, it was probably in distal position. Right essure insert was in interstitial region. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information , a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined. Therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: new information received from lawyer (new reporter - lawyer - was added): patient's date of birth was provided. Ultrasound exams results were provided; new events were added (allergy to metals, device dislocation and embedded device). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure insert was in interstitial region"), device dislocation ("left essure not seen on ultrasound, probably in distal position") and pelvic pain ("pelvic pain") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and stress urinary incontinence. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("haemorrhagic menstrual bleeding"), iron deficiency anaemia ("iron anaemia"), cough ("chronic cough"), dyspnoea ("breathlessness"), palpitations ("palpitations") and musculoskeletal pain ("joint and muscle pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy test slightly positive to nickel and cobalt"), 7 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), uterine enlargement ("uterus was increased in volume on ultrasound") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, pelvic pain, allergy to metals, menorrhagia, iron deficiency anaemia, cough, dyspnoea, palpitations, musculoskeletal pain, metrorrhagia, uterine enlargement and dyspareunia outcome was unknown. The reporter considered allergy to metals, cough, device dislocation, dyspareunia, dyspnoea, embedded device, iron deficiency anaemia, menorrhagia, metrorrhagia, musculoskeletal pain, palpitations, pelvic pain and uterine enlargement to be related to essure. The reporter commented: as per initial report: none of the investigations could find the cause of her problems, so for her it was essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: epicutaneous test mildly positive for nickel and cobalt. Gastrointestinal examination - on an unknown date: two examinations, no causes found. Gynaecological examination - on an unknown date: three examinations, no causes found. Pulmonary physical examination - on an unknown date: three examinations, no causes found. Ultrasound abdomen - on (B)(6) 2016: insert on right but left insert was not seen. Fibroid uterus. Ultrasound pelvis - on (B)(6) 2016: insert on right but left insert was not seen; on (B)(6) 2017: left essure was not seen, it was probably in distal position. Right essure insert was in interstitial region. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information , a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined. Therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and events added (uterus was increased in volume on ultrasound, metrorrhagia and dyspareunia).hysterectomy and bilateral salpingectomy in (B)(6) 2017. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2010, the patient experienced cough ("chronic cough"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspnoea ("breathlessness"), menorrhagia ("haemorrhagic menstrual bleeding"), palpitations ("palpitations"), anaemia ("anaemia,"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (patient planned removed essure on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspnoea, menorrhagia, palpitations, anaemia, arthralgia and myalgia outcome was unknown and the cough had not resolved. The reporter considered pelvic pain, cough, dyspnoea, menorrhagia, palpitations, anaemia, arthralgia and myalgia to be related to essure. The reporter commented: chest specialist (3), gastroenterologist (2), gynaecologist (3): none of them could find the cause of my problems, so for me it is essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined. Therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. She consulted numerous specialists but nothing was found. Considering the nature of this event, and the lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. Based on the available information, a product quality defect could not be confirmed but is considered plausible.